Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. When the customer turned the pump on, the personal profile settings on the pump were noted to be missing. The customer's blood glucose levels were elevated, however an exact value was not provided. Reportedly, the customer would use humalog as alternate insulin therapy.